Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient presented with mild (less than grade I) diffuse lamellar keratitis (dlk) one day post op on (B)(6) 2016 in right eye only. Account stated they have changed their instruments and cleaning regimen. Patient was treated with topical steroids that were increased to every 2 hours while awake. No flap lift and rinse have been done and dlk resolved after one day. No loss of best corrected visual acuity. This report is for patient 1 of 2.